Manufacturer narrative:
H6: investigation summary customer returned photos of a safe clip. Customer states that it looks like it has something stuck inside the needle container that does not allow to introduce the needles so they can be cut. The photos were examined and it appears that there is material blocking the cutting hole. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. A device history review was conducted for lot number 7177532. H3 other text : see h.10.

Event description:
It was reported that during use with a bd safe-clip¿ the needle is unable to be inserted. The following information was provided by the initial reporter, translated from spanish to english: it was reported that a week ago (date of exact), presents inconvenience with the needle cutter, since when trying to introduce the needle into the device, it does not get in, it looks like it has something stuck inside the needle container that does not allow to introduce the needles so they can be cut.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd safe-clip¿ the needle is unable to be inserted. The following information was provided by the initial reporter, translated from spanish to english: it was reported that a week ago (date of exact), presents inconvenience with the needle cutter, since when trying to introduce the needle into the device, it does not get in, it looks like it has something stuck inside the needle container that does not allow to introduce the needles so they can be cut.